Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump was on patient. Symptom - helium loss alarm. Findings/actions taken: confirmed symptom, replaced pneumatic control switch assembly, passed functional testing.